Event description:
Information was received that device has acu watchdog failure. No adverse effects reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis with no external damage. The event history log was reviewed, revealing that there was a primary audible alarm post errors and an acu watchdog noted. The pump was started up with flow and occlusion testing; no discrepancies noted. Based on the evidence the complaint was confirmed. However, the root cause is unknown.